Event description:
Caller states the patient tested 6.5 inr on the caoguchek xs system and 3.8 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.